Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Batch #: 753a87. Additional information was requested and the following was received: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). What is the most current patient health status and condition? The patient has done well post-operatively and had a normal routine post-op recovery. Additional information: there was no indication that anything was wrong no crack was heard or change in motor tone. The stomach line was cleanly cut with smooth edges, but there were no staples present and a huge hole in the stomach with large amounts of bleeding. He used gore seamguard and his usual green reload. This is an analysis of three photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first and second photo shows a device from the anvil area with a green reload loaded. The reload appears to be fully fired from the right side and not fired from the left side. The third photo shows the green reload from the top view and appears to be damage on the reload deck, the right side fully fired and the left side partially fired 1/10. Based on the photos reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage with a gst60g reload loaded in the device. Additionally, the reload was received with the right side fully fired, the left side partially fired 1/3. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the surgeon the stapler with a green reload and on the second fire during a sleeve gastrectomy the staples did not form on patient side leaving the stomach wide open. It appeared that the specimen side had staples in it, and upon examination the reload still contained the staples not fired meant for the patient side. Surgery was delayed 30 minutes. The surgeon had to re sleeve tissue. Tissue was tighter in that section and very close to bougie. Stomach was leak tested, no leaks apparent. Surgeon had to oversew the area. The procedure was completed successfully.